Event description:
Patient had diagnostic laparoscopy and endothermal coagulation of endometriosis implants 10/28/97. Returned to hospital & surgery 11/15/97 with perforation of rectum allegedly due to electrothermal injury. Hartman procedure performed.